Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced new pain unrelated to baseline and pain at the implantable neurostimulator site. High I mpedance was identified at contacts 8, 12, and 14, and stimulation was occurring in an incorrect location. The implantable neurostimulator was noted to be loose, with movement or migration attributed to changes in patient anatomy or weight. Device reprogramming was attempted but did not resolve the issue of stimulation occurring out of the ribs. No replacement products were required, and the devices remain implanted and in service. The issue is ongoing, but no action was taken and no adverse outcome has been reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.